Event description:
Physician was attempting to use an inpact admiral dcb during procedure to treat a little calcified plaque lesion in the mid common iliac artery with 70% stenosis. The vessel was little tortuous. No embolic protection was used. A non-medtronic inflation device was used. There was no damage noted to packaging. There was no issue noted when removing the device from hoop/tray. The device was prepped per IFU with no issues identified. It was reported that during balloon inflation a burst, leak or catheter leak occurred at 8atm. No intervention required since there were no fragments. Balloon was fully intact and removed. The device did not pass through a previously deployed stent. There was no resistance encountered when advancing the device. Physician grabbed a different inpact from shelf to complete procedure. There was no patient issues or complications.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis the device returned with a crystalized substance flaking from the balloon. The balloon folds were open. A tactile test detected kinks at 14.6 cm and 35.6 cm and flattening to the catheter at 65.3-65.7 cm proximal to the distal tip. A 0.035-inch guidewire was loaded via the distal tip with no resistance noted. Negative purge did not detect a presence of a leak on the device. The device was pressurised to 8atm with no issues. It was possible to inflate the balloon, and the device maintained pressure. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.